Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the display on the pump is defective after changing the battery. Caller stated there are stripes on the display of the pump and she cannot read the numbers correctly. No adverse event reported. Requested return of the alleged pump for evaluation.